Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer's blood glucose value was unknown. Customer reported that she inserted a new battery and her pump screen remained blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap was neither damaged nor corroded. Customer stated battery compartment was corroded. Customer stated the spring was corroded. Customer stated that the battery exploded inside the battery compartment. The device will be return for analysis.